Event description:
Customer reported capture-r ready ID (crrid) was not detecting a known e antibody on a patient sample tested on the echo.the patient was transfused with e-negative units with no transfusion reaction.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id103. The customer's returned sample was tested in manual testing (due to limited sample volume) using selected e+e-, e+e+ and e-e+ cells from retention crrid, lot id103. The sample exhibited fuzzy negative reactivity with e+e- reagent red cells and no reactivity with e+e+ cells. The sample was tested in hemagglutination tests with selected cells from panocell-16, lot 30853, using immuadd as the potentiator. A room temperature incubation was included. The sample was nonreactive in all phases of testing.